Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information: it was confirmed that the malfunction was found in a non-clinical setting of the hospital with no associated procedure; no patient involved.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Service and repair evaluation. The report indicates that the: the customer reported the item was not ratcheting, and two screws fell out. The repair technician reported the retaining nut was loose, and one gen 1 screw handle was broken. Loose component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: gen 1 handle screws a (7), gen 1 handle screws b (7). The item was repaired per the inspection sheet, passed synthes final inspection on 18-mar-2016 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Service and repair department documented that zipfix gun is not ratcheting. Two screws have fallen out. The representative does not know when this was discovered or if a surgery was involved. This complaint involves one device. This report is 1 of 1 for (B)(4).